Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced an infection. It was further reported that the icm detected false asystole due to loss of contact and experienced artifact. The icm was explanted. No further patient complications have been reported as a result of this event.